Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that battery was not lasting more than one week. It was reported that customer received a low battery alarm, battery out limit alarm and an unexpected restart alarm with every battery change. It was reported that customer had these issues even after battery cap replacement. Customer's blood glucose was 134 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with battery out limit alarms during battery changes and high current draw due to faulty lcd driver also had slight moisture damage on all electronic assemblies noted. No unexpected upload anomalies, a21 alarms or low battery alerts noted during testing. The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter; no unexpected sensor anomalies noted during our testing. The insulin pump passed a21 error test, displacement test and off no power test. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.